Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) inspected the device and replaced the direct current (dc) to dc converter printed circuit board (pcb). The ventilator passed all testing and has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had "a burning smell." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation: one dc-dc pcb was returned to medtronic for further analysis. Board appears to be burned. Visual inspection determined thermal damage along the p1 connector and c83 capacitor. Minor thermal damage is noted on the surrounding areas of the p1 and c83. The root cause of the observed condition was determined to be the burnt components p1 and c83. The failure relates to the reported complaint event. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.